Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately suspend insulin therapy. Customer's blood glucose (bg) was 53 mg/dl; cause of low bg was not known. Customer consumed carbohydrates and glucose tablets to treat low bg. A pump reset was performed to resolve the issue.